Event description:
It was reported that the surgeon attempted to insert an aa4204vf silicone plate lens. There was patient contact but no injury. Loading problem. Additional information was requested, but not yet received. If any additional data is received, a supplemental medwatch form will be submitted.

Manufacturer narrative:
(B) (4), no complaint against the product - (B) (4).